Event description:
It was reported that a user was burned.

Manufacturer narrative:
It was reported that a user was burned. The customer stated that she had the unit on her stomach and fell asleep. When she woke up, she was burned, so she believed that the switch had remained "on" while she slept. She was quite upset and belligerent, so we were unable to obtain a complete report or to retrieve the unit for examination and testing. Our switch is designed so that it must be held in the "on" position to activate the heat as a safety precaution. Occasionally, users circumvent this safety feature in some way, creating a dangerous situation if they fall asleep during use. Our warnings and instructions clearly state that the thermophore is not to be used by anyone who is sleeping, that users should stay awake and alert and check the skin under the pad frequently. Further, the unit is marked with a warning to unplug when not in use. It would appear the user may have disregarded these warnings and instructions. It is very unlikely that there was a malfunction of the switch which was caused by a manufacturer defect, since it had worked properly for several months (perhaps years). Our units are designed with redundant safety features, but these features can be damaged by improper care of the unit or intentionally modifying them. No specific conclusion can be reached with the information currently available. If additional information becomes available in the future, we will file a follow-up report.